Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the preparation for a percutaneous nephrostomy procedure, a hole was noted in the device packaging. While unpacking a nephroureteral stent system for a procedure, it was noted that the device comes with a cannula inside of the packaging which seems to rub against the packaging causing a hole. The procedure was successfully completed with another nephroureteral stent system. No patient complications occurred.

Event description:
It was reported that during the preparation for a percutaneous nephrostomy procedure, a hole was noted in the device packaging. While unpacking a nephroureteral stent system for a procedure, it was noted that the device comes with a cannula inside of the packaging which seems to rub against the packaging causing a hole. The procedure was successfully completed with another nephroureteral stent system. No patient complications occurred.

Manufacturer narrative:
Device evaluated by manufacturer: received one 8f nephroureteral stent system with all components in original unopened pouch with product label. The product pouch was not opened indicating the device was not used. A visual evaluation found a hole/tear in the mylar side (clear/ transparent) of the pouch near the manufactured seal end of the pouch. Evaluating the hole/tear, it appears that the distal end of the metal cannula had pierced through the mylar side of the pouch during distribution/ transit handling creating the hole/tear and breaching the sterile barrier. No damage was observed on the device and the other contents inside the pouch. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).